Event description:
Eri alert was confirmed on july 10th. Battery remained 42 percent on the previous day and early depletion was suspected. Should additional information be received, this file will be updated.

Event description:
Eri alert was confirmed on july 10th. Battery remained 42 percent on the previous day and early depletion was suspected. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed, and it revealed the battery status eri. Further analysis of the ICD memory content showed a normal current consumption. However, the amount of charge taken from the battery was verified and the battery condition was not as expected. In order to obtain further insights, the ICD was opened, and the inner assembly was inspected. The visual inspection showed no anomalies. The overall current consumption of the electronic module was verified by direct measurement and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Battery voltage measurement confirmed a depleted battery that can be attributed to an increased internal self-depletion within the battery as a result of lithium plating. This ICD is part of the population affected by the field safety notification regarding potential premature battery depletion due to lithium plating from march 2021.